Manufacturer narrative:
Patient demographics such as age, date of birth, sex and weight were not provided. (B)(4). A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. The fse replaced the rotor shaft and the wash/neph pump. In conclusion, although a specific hardware component cannot be identified with the available information, there is sufficient evidence to reasonably suggest a hardware malfunction as one or more of the replaced parts resolved the issue.

Event description:
The customer reported generating discrepant access accutni+3 patient results on the laboratory's access 2 immunoassay instrument serial (B)(4). The customer reported three (3) patients with discrepant results. The results were not released outside the lab and there was no change to patient treatment. The samples were collected in lithium heparin plasma tubes, the centrifugation details were unknown. The customer could not confirm the integrity of the samples. The customer stated their quality controls (qcs) and system check results were within specification before the event. After the event the customer performed a (B)(4) study which was out of specification per the access accutni+3 instructions for use (IFU). A field service engineer (fse) was sent to examine the instrument.